Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch on tower door was defective. The field service engineer installed a new latch and confirmed the door's proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the tower door experienced a malfunction and persisted in producing a clicking sound even after it had been opened. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.